Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing and was not returned with the instrument. A visual inspection showed that the teflon pad appeared to be detached. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noticed the white part at the harmonic ace instrument tip fell off. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. After using the instrument for about 1.5 to 2 hours, the customer removed the instrument and found the white part of the instrument tip broken off outside the patient's body. The customer confirmed that no fragment fell inside of the patient. No patient injury was reported.